Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient experienced diaphoresis, which is a symptom of her having a low bg. No cgm/bg meter comparison were provided at this time. The patient self-treated by drinking milk. However, at some point, the patient lost consciousness. The patient stated she can only recall the cgm was not giving her "the right readings¿ but was unable to recall the specific values. The patient¿s friends called an ambulance. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 21 mg/dl, and she was transported to the emergency room. The patient was treated with dextrose (route not specified). At the ER, the patient regained consciousness and her bg meter reading upon retest was 177 mg/dl while her cgm was reading 332 mg/dl. The patient was discharged home after approximately 24 hours. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the patient experienced symptoms. The reported glucose values fall within the b zone of the parkes error grid (post treatment). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.